Manufacturer narrative:
The iol was received and diopter measured correct as labeled. The lens met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's unexpected post operative refraction.